Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated apparent noise oversensing was seen on electrograms for atrial fibrillation/atrial tachycardia episodes there were recorded on (B)(6) 2016 (day of replacement procedure). Atrial lead pacing impedance data shows variable measurements from 456 ohms up to greater than 4000 starting week of (B)(6) 2015. There was an atrial bipolar lead impedance warning on (B)(6) 2015 and atrial unipolar lead impedance warning on (B)(6) 2015. (B)(4).

Event description:
It was reported that ten days after implant, there was an atrial lead warning for high impedance. After removing the device from the pocket, noise was observed on the atrial channel. The physician tightened the setscrew and the noise stopped. Manipulation after the screw was tightened failed to reproduce the noise. The physician felt that the setscrew loosened on its own after implant and chose to explant and replace the device for the patient's safety. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.